Event description:
On (B) (6) 2008, the pt underwent the surgery with matrix smart lock plate and screws. Two mos after the surgery, the surgeon found through the x-ray that the distal locking screw was broken. The surgeon used smart lock plate in the revision surgery and the surgery was completed without problem.